Manufacturer narrative:
Registration number 3009092818 exemption number e2016011 this report is filed on november 30, 2016. H3 other text: implanted device remains.

Event description:
Per the clinic, the patient experienced recurrent infections at implant site, clinical management has since resolved the issue. The implanted device remains.